Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain") and endometritis ("endometritis") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included glucose intolerance (pregnancy complications included), multigravida, parity 3 and pap smear abnormal. Previously administered products included for an unreported indication: iud. Concurrent conditions included body mass index normal, moniliasis vaginal, ovarian cyst, menometrorrhagia, menses irregular, low back pain, inguinal pain, reflux esophagitis, hypothyroidism and fibroids. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), dextropropoxyphene (propoxyphene), diphenhydramine citrate;ibuprofen (motrin pm), drospirenone + ethinylestradiol (yaz), famotidine, levothyroxine sodium, omeprazole and triamcinolone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2013, the patient experienced depression ("depression"), mood swings ("mood swing") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain upper ("stomach pain") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation with hydrothermal ablation). At the time of the report, the menorrhagia, pelvic pain, endometritis, menstrual disorder, vaginal haemorrhage, depression, migraine, headache, dyspareunia, fatigue, weight increased, mood swings, abdominal pain upper, abdominal distension, nausea and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, anxiety, depression, dyspareunia, endometritis, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the same was performed on the left side, but then once it was applied the coils could not be seen on the tube despite good distension of the uterine cavity and checking inside the ostia. Hence, the decision to insert a second device was made but the consultation with the medical rep, we were advised not to put a second one in to avoid risk of perforation. So the procedure was then terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: 1. The prolific endometrium seen earlier this month is gone. 2. The uterus is mildly enlarged. Ultrasound pelvis - on (B)(6) 2010: 1. Tiny echogenic density in the endometrium, presumably a calcification. 2. Otherwise, unremarkable study.; on (B)(6) 2009: 1. Uterus is normal with an iud in place. 2. Left ovary is normal 'with a cyst measuring 1.6 cm. 3. Right ovary is normal. There is an adjacent 1.1 ern. Hypoechoic solid appearing structure. The nature of this is unclear. This may represent a hemorrhagic cyst or this may represent a solid mass. Fol1ow up in 3 to 4 menstrual cycles might be considered.; on (B)(6) 2009: 1. Uterus is normal with iud in place. 2. Endometrial stripe is normal. 3. Both ovaries are normal . A small cyst of the right ovary is identified. 4. Cui-dc-sac is clear. 5. No adnexal masses identified,; on (B)(6) 2012: I. Uterine size is upper limits for normal. Otherwise negative exam.. Concerning the injuries reported in this case, the following one/ones were reported via medical record: endometritis, pelvic pain, vaginal bleeding, heavy bleeding. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received. Event: anxiety, nausea were added. Medical history , concomitant drugs , lab data were added . Fu 2 and fu 3 process together. On 26-nov-2018: mr received. Medical history , lab data , were added. Fu 2 and fu 3 process together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and endometritis ('endometritis') in a 43-year-old female patient who had essure (batch no. 664654) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included glucose intolerance (pregnancy complications included), multigravida, parity 3 and pap smear abnormal. Previously administered products included for an unreported indication: iud. Concurrent conditions included body mass index normal, moniliasis vaginal, ovarian cyst, menometrorrhagia, menses irregular, low back pain, inguinal pain, reflux esophagitis, hypothyroidism and fibroids. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), dextropropoxyphene (propoxyphene), diphenhydramine citrate;ibuprofen (motrin pm), drospirenone + ethinylestradiol (yaz), famotidine, levothyroxine sodium, omeprazole and triamcinolone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2013, the patient experienced depression ("depression"), mood swings ("mood swing") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), abdominal distension ("bloating"), urinary tract disorder ("bladder / urinary problems") and bladder disorder ("bladder / urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation with hydrothermal ablation). At the time of the report, the menorrhagia, endometritis, pelvic pain, menstrual disorder, vaginal haemorrhage, depression, migraine, headache, dyspareunia, fatigue, weight increased, mood swings, abdominal pain upper, abdominal distension, nausea, anxiety, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, anxiety, bladder disorder, depression, dyspareunia, endometritis, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the same was performed on the left side, but then once it was applied the coils could not be seen on the tube despite good distension of the uterine cavity and checking inside the ostia. Hence, the decision to insert a second device was made but the consultation with the medical rep, we were advised not to put a second one in to avoid risk of perforation. So the procedure was then terminated patient received treatment for pain, bleeding, bladder / urinary problems, other injuries/ symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion; on 28-jan-2010: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: 1. The prolific endometrium seen earlier this month is gone. 2. The uterus is mildly enlarged. Ultrasound pelvis - on (B)(6) 2009: 1. Uterus is normal with an iud in place. 2. Left ovary is normal 'with a cyst measuring 1.6 cm. 3. Right ovary is normal. There is an adjacent 1.1 ern. Hypoechoic solid appearing structure. The nature of this is unclear. This may represent a hemorrhagic cyst or this may represent a solid mass. Fol1ow up in 3 to 4 menstrual cycles might be considered.; on 25-mar-2009: 1. Uterus is normal with iud in place. 2. Endometrial stripe is normal. 3. Both ovaries are normal . A small cyst of the right ovary is identified. 4. Cui-dc-sac is clear. 5. No adnexal masses identified,; on 28-jan-2010: 1. Tiny echogenic density in the endometrium, presumably a calcification. 2. Otherwise, unremarkable study.; on 20-apr-2012: I. Uterine size is upper limits for normal. Otherwise negative exam.. Concerning the injuries reported in this case, the following one/ones were reported via medical record: endometritis, pelvic pain, vaginal bleeding, heavy bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received lot number was added. Events " bladder / urinary problems" was added. Reporter information was added.seriousness criteria for event pelvic pain updated to non serious. Incident category for event "endometritis" updated to serious incident event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and endometritis ('endometritis') in a 43-year-old female patient who had essure (batch no: 664654) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included glucose intolerance (pregnancy complications included), multigravida, parity 3 and pap smear abnormal. Previously administered products included for an unreported indication: iud. Concurrent conditions included body mass index normal, moniliasis vaginal, ovarian cyst, menometrorrhagia, menses irregular, low back pain, inguinal pain, reflux esophagitis, hypothyroidism and fibroids. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), dextropropoxyphene (propoxyphene), diphenhydramine citrate;ibuprofen (motrin pm), drospirenone + ethinylestradiol (yaz), famotidine, levothyroxine sodium, omeprazole and triamcinolone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2013, the patient experienced depression ("depression"), mood swings ("mood swing") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), abdominal distension ("bloating"), urinary tract disorder ("bladder / urinary problems") and bladder disorder ("bladder / urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation with hydrothermal ablation). At the time of the report, the menorrhagia, endometritis, pelvic pain, menstrual disorder, vaginal haemorrhage, depression, migraine, headache, dyspareunia, fatigue, weight increased, mood swings, abdominal pain upper, abdominal distension, nausea, anxiety, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, anxiety, bladder disorder, depression, dyspareunia, endometritis, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the same was performed on the left side, but then once it was applied the coils could not be seen on the tube despite good distension of the uterine cavity and checking inside the ostia. Hence, the decision to insert a second device was made but the consultation with the medical rep, we were advised not to put a second one in to avoid risk of perforation. So the procedure was then terminated patient received treatment for pain, bleeding, bladder / urinary problems, other injuries/ symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Ultrasound abdomen: on (B)(6) 2010: 1. The prolific endometrium seen earlier this month is gone. 2. The uterus is mildly enlarged. Ultrasound pelvis: on (B)(6) 2009: 1. Uterus is normal with an iud in place. 2. Left ovary is normal 'with a cyst measuring 1.6 cm. 3. Right ovary is normal. There is an adjacent 1.1 ern. Hypoechoic solid appearing structure. The nature of this is unclear. This may represent a hemorrhagic cyst or this may represent a solid mass. Follow up in 3 to 4 menstrual cycles might be considered.; on (B)(6) 2009: 1. Uterus is normal with iud in place. 2. Endometrial stripe is normal. 3. Both ovaries are normal . A small cyst of the right ovary is identified. 4. Cui-dc-sac is clear. 5. No adnexal masses identified; on (B)(6) 2010: 1. Tiny echogenic density in the endometrium, presumably a calcification. 2. Otherwise, unremarkable study; on (B)(6) 2012: I. Uterine size is upper limits for normal. Otherwise negative exam. Concerning the injuries reported in this case, the following one/ones were reported via medical record: endometritis, pelvic pain, vaginal bleeding, heavy bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain") and endometritis ("endometritis") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included glucose intolerance (pregnancy complications included), multigravida and parity 3. Concurrent conditions included body mass index normal and moniliasis vaginal. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), mood swings ("mood swing"), abdominal pain upper ("stomach pain") and abdominal distension ("bloating"). The patient was treated with surgery (endometrial ablation with hydrothermal ablation). At the time of the report, the menorrhagia, pelvic pain, endometritis, menstrual disorder, vaginal haemorrhage, depression, migraine, headache, dyspareunia, fatigue, weight increased, mood swings, abdominal pain upper and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, depression, dyspareunia, endometritis, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record: endometritis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, depression, migraines, headaches, dyspareunia, fatigue, weight gain, mood swing, stomach pain, bloating, endometritis added. Reporters,concurrent condition, medical history, demographic information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.